Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated. The interconnect cable and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up. There are no reports of patient injury or death associated with this event.